Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving hv shocks due to noise. Noise was reproducible with arm movement. Tachy detection was disabled to prevent further inappropriate therapy until lead replacement. Patient was stable. Patient will need life vest. No further information was available.

Event description:
New information received that the lead was explanted and replaced.